Event description:
This 57 yr old female underwent bam with insertion of co silicone breast implants in 1968. The procedure was performed at another facility, thus this reporting facility does not know the device identifiers. The pt presents with multiple subjective symptoms, pain, & a ruptured left implant per MRI. Gross: both implants exude a gelantinous material.